Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: herniated disc l4-l5 on the right. L5 radiculopathy on the right. Instability l4-l5 level. For which, patient underwent following procedures: lumbar laminectomy l4-l5 level. Posterior lumbar interbody fusion l4-l5 level. Posterolateral fusion l4-l5 level. Instrumentation in the form of pedicle screws and rods at l4-l6 level. Use of cages x2. Use of bmp and allograft. Use of image more than one hour. Harvest of local bone graft, which was used in a fusion. Emg nerve conduction monitoring throughout the case. Iliac crest bone marrow aspiration for allograft. Per op notes, each cage was packed with bmp-soaked sponges in combination with autologous bone graft collected from the laminectomy. In the gutters, surgeon then placed allograft soaked in bone marrow aspiration from the iliac crest followed by bmp-soaked sponges, followed by autologous bone graft, followed by another layer of allograft. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.